Event description:
Reference number (B)(4). Event occurred in spain. On (B)(6) 2025, the patient reported an incident involving one infusion set with kinked cannula. The insertion site was in the abdomen. The patient noticed symptoms within 3 hours of inserting the infusion set. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.